Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient¿s serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
After implant, the patient was started at a daily rate of 100 mcg/day. The patient was admitted to inpatient rehab the day after surgery to follow for titrations and functional evaluation. The patient¿s functional status decreased and the physician lowered the dose from 100 mcg/day to 50 mcg/day on (B)(6) 2015. Over the next few days, the patient began to experience a change in neurological status with headache, hiccups, and a decreased level of consciousness. Neurology and neurosurgery were consulted. A dye study followed by a spiral CT scan was normal. Blood work was normal. There was a question as to whether the patient had a csf (cerebrospinal fluid) leak or malfunction of the patient¿s shunt. A shunt study was done. The surgeon attempted to tap the shunt and was unable to. The shunt study showed a fracture in the shunt catheter. The surgeon planned to tap the pump catheter access port to get a csf sample. Csf cultures were taken. The csf was normal, icp (intracranial pressure) normal, and the cultures looked normal. The pump managing physician turned the pump down to minimum rate on (B)(6) 2015 until all other testing was completed. The pump managing physician did not feel this event related to the devices or the baclofen. It was felt to be related to other post-surgical/medical complications. As of (B)(6) 2015, the patient¿s symptoms had improved and he had been moved from the ccu (critical care unit) to inpatient rehab and was improving each day. As of (B)(6) 2015, the cause of the issue was unknown. The patient continued to improve functionally and had returned to baseline cognitive status. The pump remained programmed at minimum rate and the patient¿s spasticity was being managed with oral baclofen. The issue was resolved. The patient recovered without permanent impairment. The device system was delivering lioresal.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).